Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the brand name and PMA/510(k). Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2007) is considered to be a best estimate. Updated fields: a2, a4, b3, b4, b5, b6, b7, d3, d4, d6b (date of explant), g3, g6, h2, h4, h6, h10, h11. Corrected field: d1 (brand name), g4 (PMA/510(k)) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol marlex (bard flat mesh) on (B)(6) 2008. As reported, the patient is making a claim for an adverse patient outcome against marlex (bard flat mesh). Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2008- patient was diagnosed with ventral hernia thereby underwent laparoscopic repair with implant of composix e/x mesh (device 1). Per op notes, ¿a fascial defect distal and inferior to the umbilicus was identified and several adhesions of omentum to the anterior abdominal wall were lysed. A composix e/x mesh (device 1) was positioned in the peritoneum and was tacked¿. (B)(6) 2021- patient was diagnosed with recurrent ventral hernia, thereby underwent robotic assisted laparoscopic repair with explant of composix e/x mesh (device 1), implant bard soft mesh (device 2). Per op notes, ¿the composix e/x mesh (device 1) and protacks were removed. The omentum was reduced and defects in posterior sheath were closed with sutures. A bard soft mesh (device 2) was placed into abdominal cavity and sutured¿.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol marlex (bard flat mesh) on (B)(6) 2008. As reported, the patient is making a claim for an adverse patient outcome against marlex (bard flat mesh). Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Device not returned.